Event description:
Pt underwent embolization of the gastroduodenal artery with a 5mm vortx 18 diamond shaped fibered platinum coil (boston scientific (B) (4) lot# 11698885) when it dislodged and traveled into the right hepatic artery. The coil was subsequently retrieved without any consequence to the pt.